Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported that he was using an omnipod 5 insulin pump on automatic mode at the time of the event. On approximately (B)(6) 2026, the patient experienced a hypoglycemic event that required hospitalization. During the event, the cgm displayed 40 mg/dl, while the patient reported that his actual bg was in the 20¿30 mg/dl range. The patient also reported an additional glucose comparison in which the cgm displayed 61 mg/dl and the corresponding bg was 70 mg/dl. At the time of the insulet report, the patient was doing well. Multiple attempts were made to contact the reporter for additional information; however, no further details were obtained. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.